Event description:
Report rec'd on 01/18/2006 of pt experiencing an "allergic reaction" of right upper and left lower and left upper puncta after implantation of super eagle punctum plugs. No exact date given for plug implantation of removal.